Event description:
It was reported that, "patient's previous surgery was done roughly ten years ago at (B) (6) hospital. Patient was revised on (B) (6) 2010 due to broken tibial stem. The stem broke right where the stem screws into baseplate. The surgeon replaced with (B) (4), (B) (4), (B) (4), and (B) (4)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. The catalog number and lot code for the reported device, x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.